Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred on for receiver with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss was found within the investigation window.  The allegation was confirmed. The probable cause was determined to be a defective transmitter. The reported event of signal loss is reportable based on a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.